Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was watching television at the time of the shock. The high-energy shock impedance was 103 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.